Event description:
It was reported that a spectrum pump alarmed upstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: +(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion for 5 different flow rates and upstream sensor reading was within specifications. A review of event history log revealed multiple occurrences of upstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced within the last two months for the same issue and the ultrasonic calibration was performed, all tests passed. The reported condition was not verified . The ultrasonic sensor will be replaced as a precautionary measure due to the short period of time with the same issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h11: a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.